Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high pace impedance measurements and oversensing of minute ventilation (mv) signals which caused the device to record inaccurate atrial tachy response (atr) events. Additionally, the mv signals were oversensed on the right ventricular (rv) lead which led rv pacing inhibition and caused the device to record inaccurate ventricular tachycardia (vt) events. The patient is dependent on pacing. The device's minute ventilation feature was programmed off and there have not been any oversensing events thereafter. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that on the day of device replacement, impedance changes up to 1,500 ohms were able to be reproduced on the rv lead with the device in the pocket, however, could not be reproduced on the ra lead. Noise was unable to be reproduced on either lead. After the pocket was opened, the physician visualized the lead terminal pins securely in the device header. The leads were both tested on another manufacturer's pacing system analyzer (psa) and no impedance problems or noise was observed. The device was then explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The crt-d and another manufacturer's ra lead continue to exhibit varied pacing impedance measurements and continued oversensing of mv signals was observed. (B)(4) technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to duplicate the reported clinical observations during analysis of the device.

Event description:
Additional information was received that the respiratory rate sensor was programmed off and the physician plans to continue monitoring.